Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non sustained lead noise episodes were noted via a (B)(6) transmission. Upon review, the ventricular sensing channel demonstrated baseline fluctuations that could be attributed to myopotentials. The oversensing resulted in brief moments of inhibition. The device was reprogrammed and the patient will be monitored.